Event description:
This drill bit has no cutting point, shallow flutes, deflects off the correct path for the screw hole and burns bone. Multiple attempts were made to get the screw through the nail. Multiple drill bits were required due to the burnt bone incarcerated in the drill bit. This caused a delay greater than 30 mins